Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l info was requested, but no add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported by a health care professional the devices were disconnecting from the catheter. The period of time the device was used when these incidents occurred differed. These disconnections caused urine to leak on the bed.